Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable pulse generator (ipg) change out procedure the right ventricular (rv) lead exhibited high thresholds and high undefined impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.